Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) with symptoms of dizziness and lightheadedness. The right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing with high rate non-sustained (hr-ns), non-sustained ventricular tachycardia (ns-vt) and sensing integrity counter (sic) episodes. The lead exhibited non-capture at high outputs, high/undefined pacing impedance and diminished r-wave sensing. A chest x-ray showed that the lead appeared to be fractured. The lead detection was programmed off until it could be revised. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.